Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of this incident, a technical support specialist (tss) confirmed with the customer that the issue. Customer confirmed that the issue was due to the server upgrade, and no further investigation was required. The system functioned as intended after the issue was resolved.

Event description:
It was reported that when using the bd pyxis¿ es server, patient medication was not shown up on nursing profile. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.